Manufacturer narrative:
Complaint conclusion: based on the cec adjudication committee, a (B)(4) study patient experienced a peri-procedure myocardial infarct. This is a (B)(6) female with medical history including angina, hyperlipidemia, penicillin allergy, migraine headaches, and chronic back pain. The indication for the index procedure was unstable angina pectoris. Angiography performed at that time revealed 80% stenosis to the mid left anterior descending artery (lad). The lesion was described as de novo, 18 mm in length and b1. The reference vessel was 3.0 mm in diameter. A 3.0 x 18 mm cypher rx stent was implanted at 18 atms. The stent was post dilated with a 3.0 x 15 mm balloon at 15 atm due to stent not fully expanding. Pre and post-procedure timi flow was 3. And there was 0% residual stenosis. At pre-procedure, the ck peaked at 33 (234 u/l), ck-mb peaked at 1 (6.0 ng/ml) and troponin peaked at 0 (0.04 ng/ml). At 6 to twelve hours post procedure, the ck peaked at 39, ck-mb peaked at 5 and troponin peaked at 0. At 16 to 24 hours post procedure, the ck peaked at 51, ck-mb peaked at 8 and troponin peaked at 0. There were no post procedure complications reported and the patient was discharged the next day. Per the investigator, there were no adverse events. Per the cec adjudication minutes received on (B)(6) 2012, the committee determined that a peri-procedure mi had occurred. The committee reported the event to being related to the devise and related to the procedure. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077636 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications: zocor 80mg qd, metoprolol 50mg bid and aspirin 81mg qd. Additional information will be submitted within 30 days of receipt.

Event description:
Based on the cec adjudication committee, a (B)(4) study patient experienced a peri-procedure myocardial infarct. The indication for the index procedure was unstable angina pectoris. Angiography performed at that time revealed 80% stenosis to the mid left anterior descending artery (lad). The lesion was described as de novo, 18mm in length and b1. The reference vessel was 3.0mm in diameter. A 3.0 x 18mm cypher rx stent was implanted at 18atms. The stent was post dilated with a 3.0 x 15mm balloon at 15atm due to stent not fully expanding. Pre and post-procedure timi flow was 3. And there was 0% residual stenosis. At pre-procedure, the ck peaked at 33 (234 u/l), ck-mb peaked at 1 (6.0 ng/ml) and troponin peaked at 0 (0.04 ng/ml). At 6 to twelve hours post procedure, the ck peaked at 39, ck-mb peaked at 5 and troponin peaked at 0. At 16 to 24 hours post procedure, the ck peaked at 51, ck-mb peaked at 8 and troponin peaked at 0. There were no post procedure complications reported and the patient was discharged the next day. Per the investigator, there were no adverse events. Per the cec adjudication minutes received on 5/8/12, the committee determined that a peri-procedure mi had occurred. The committee reported the event to being related to the device and related to the procedure.